Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no medication was showing under the patient profile after the discharge was cancelled. A technical support specialist dialed into the server and applied knowledge article "patient discharged in error/how to re-admit patient/cancel discharge (a013) didn't work" to resolve the issue. The customer mentioned that the case had been solved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server, no medication was showing under the patient profile after the discharge was cancelled. The customer reported that the malfunction resulted delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.